Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had surgery and they felt it wiped out the program, electrode in pelvic cavity. Surgery scheduled for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient saw warning por- power on reset, today, not able to sync pp with ins. There was none symptom reported. There were no further symptoms or complications reported or anticipate.